Event description:
It was reported that in the intensive care department, after introduction of the catheter, the catheter kinked. The catheter was inserted in the radial artery, of an 83 year old female patient. No blood pressure monitoring or blood sampling were possible due to the catheter kinking. The catheter was removed. As a result, a new kit was opened and used successfully. There was a delay in treatment, but no harm was caused to the patient. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.